Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement of greater than 200 ohms on the right ventricular (rv) channel. During follow-up, a commanded shock was delivered however the impedance measurements afterwards were still observed to be out of range. All other rv parameters were in acceptable range and no noise was seen or reproduced through testing. At this time, the ICD remains implanted and in service. No additional adverse patient effects were reported.

Event description:
Subsequent information was received that a 1.1 joule synchronous shock was delivered and the shock impedance measurement was within the acceptable range. Therefore, no changes to the system will be made and the patient will continue to be followed appropriately. No adverse patient effects were reported.